Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The gas flow (o2 & air) was adjusted below the minute volume configured in the equipment. After the customer adjusted the flow according to the configured minute volume, the measured value of anesthetic concentration was within the acceptable tolerance. There was no malfunction of the ge healthcare equipment. This event was not reportable.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported low agent output causing light anesthesia during a procedure. There was no report of patient injury.